Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient suffered a low blood glucose (bg) level of "25 mg/dl." The reporter indicated that at 6:44 pm, the patent received an occlusion alarm and 1.35 units of a 11.35 unit bolus was canceled or not delivered. At 6:45 pm, a total of 10 units was completed. At 7:46 pm, the patient delivered 7.9 units of insulin since she thought that not all of the previous bolus was delivered. The patient drank juice and her bg came up to "80 mg/dl." The reporter was instructed on the importance of reviewing the bolus history following an occlusion alarm. Based on the information provided, this complaint is being reported due to the following conclusion: the patient suffered a low bg level suggestive of severe hypoglycemia. However, the patient¿s injury can be attributed to use-error since she took additional insulin without checking the bolus history after an occlusion alarm occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.